Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-02213). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented into the clinic complaining that his device was beeping. The device could not be interrogated via the wand. No communication could be established. The device was explanted and replaced.